Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic decomp filter, and oil mist filter were replaced during to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a possible odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The reason for return of the vacuum pump was not confirmed. The oil mist filter and catalytic converter were contaminated with oil and therefore, not returned for evaluation. The assignable cause of the odor/smells issue is the vacuum pump, oil mist filter, and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.